Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were in a major car accident in (B)(6) of 2016 where they were thrown from the front seat to the back seat. Since the accident the consumer felt something wasn¿t right and had multiple falls in their house since then as well.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (b)()4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (b)(60 2013, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that they were in a motor vehicle accident on (B)(6). The patient had pain in the head, neck, chest and shoulders with the implantable neurostimulator (ins) off. The ins was located in the clavicular area. The patient had not had the ins turned on since the accident. The patient had seen a doctor and said the system was intact and ok. However, a CT scan technician said that one lead looked different. The patient's relevant medical history includes non-malignant pain and headache.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported she was in a car accident, she had a concussion, and was knocked unconscious for 15 minutes or more. The patient was transported to the hospital where they did a CT scan of the patient's head. The patient still felt off balance, shaking, and vibrating, even with the "machine" being changed. If additional information is received, a follow-up report will be sent.